Event description:
On (B)(6) caller went to her orthopaedic dr and was injected with a synvisc one injection in both knees. Three days later, she started experiencing horrible pain radiating from her knees to her sciatic nerve and back. The swelling in the right knee is more prominent and very painful. Caller visited the emergency room and x-ray, c-scan and MRI were performed but the cause of the complaint could not be determined. It was observed that the pt's meniscus was torn. Pain medication was given to control the pain. Caller said the dr said it is impossible for the injection to cause the problems she is experiencing. She believed she was abandoned by her dr.